Manufacturer narrative:
No device was returned for evaluation. Photos were returned for examination. Photographic inspection found two solvent bonds, with marks denoting the leak path. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. Visual inspection of (B)(4) devices from the production floor was performed and found no discrepancies. Leak and pull testing was performed on (B)(4) samples from production and passed successfully. Based on the evidence, a root cause was unable to be determined.

Event description:
It was reported that the tubing of a cadd® administration set leaked during the patient's treatment. The patient went to the emergency room "for disconnect" and did not receive the drug. No permanent injury was reported.

Event description:
No medical intervention was required. No patient injury was reported.